Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. A loss of therapeutic effect had been reported. The patient stated that starting in (B)(6) they had been unable to control their bladder. The patient stated that they had tried to increase stimulation on all programs/changing programs and increasing them but the patient was still not getting any relief/none were effective. The caller stated that their family health care physician (hcp) put them on a pill and it is like they have no control. The patient stated that if they stood up they would lose all control. The patient stated they wanted to be reprogrammed. The manufacturer representatives (reps) were contacted on behalf of the patient requesting follow up and a rep replied that that would contact the patient. The patient was referred to their health care physician (hcp). There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received on 2020-feb-21 from the consumer. The patient answered both attempts sent for the inquiry for what steps had been taken to resolve the inability to control their bladder since (B)(6)/their not having any control/their not getting any relief. The patient replied on (B)(6) 2020 that they had visited the clinic and an individual made adjustments and told the patient to call a week later but the patient hadn¿t been able to reach them. The patient stated that they tried 4 times and that they were still having problems. On (B)(6) 2020, the patient replied that they were waiting to be scheduled for an x-ray. There were no further complications reported. Additional information reported on (B)(6) 2020 from patient stated that the medical facilities do not consider their health as a determent ,so they would not have their battery replaced as the doctor seems to think patient needed. The patient feels they meet the requirement to have their battery replaced. They are still catheterizing as of this day. The patient provided a different weight of (B)(6) pounds.